Manufacturer narrative:
The reported problem was confirmed via customer feedback. Based on the information available, philips was unable to replicate the reported problem due to access to the device. The device was not operational after single usage of product. The investigation concluded that no further action is required at this time. The complaint was filed two months after a recall (recall # reference (B)(4)) for the product. The recall was sent to the third party supplier (medline industries) on november 18, 2022. The incident occurred on (B)(6) 2023. The end user should have been notified by the philips vendor to be aware of any issues in regards to the fetal spiral electrode recall. It is the third party supplier¿s obligation to notify and gather all recalled items and dispose or return of the said devices to which they purchased.

Event description:
The tip of the fetal spiral electrode broke off in the patient's scalp requiring additional procedures. The issue was in clinical use at the time the issue discovered.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.